Manufacturer narrative:
Process monitoring is used to detect low or empty wells within the reagent pack, when aspirating reagent components during patient testing. Dxi software version 4.1 and above incorporated this process monitoring feature to prevent reagent pack sharing between instruments by using a dispense ratio algorithm a/e to detect insufficient reagent volumes, which could produce erroneous results if undetected. The (B)(6) combo reagent component in well #1 has a viscosity that can cause the a/e ratio to fail, and can generate "reagent pack monitoring failed to initialize" yellow icon warnings to the user. Service has not been dispatched for this event.

Event description:
A customer reported receiving intermittent, but frequent "reagent pack monitoring failed to initialize" errors during aspiration from well #1, when running the access hiv combo reagent kit on unicel dxi 800 access immunoassay system. There was no report of any erroneous results generated in association with this event. Patient treatment was not affected.